Event description:
It has been reported to philips that allura geometry movement was not available. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement was not available. Upon functional testing the fse found that c-arm sometimes locks while going into peripheral fashion . Fse installed geo ecat statistics monitoring software to solve the failure and monitor it . After installation of geo ecat statistics monitoring software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.